Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication can be possibly attributed to the patient¿s anatomy. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no device is expected to be returned to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date has been conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Furthermore, the log review also confirmed that all the instruments used in this procedure were used in subsequent procedure. No images or videos were shared for the event this complaint is reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, bleeding was observed from the bifurcation of the main trunk of the pulmonary artery and a6. In order to control the bleeding, the procedure was converted to thoracotomy and hemostasis was achieved by using an unspecified stapler instrument. The blood loss was reported to be 150ml. A blood transfusion of 150ml was administered. The patient was reported as getting better and was discharged on (B)(6) 2020. While there was no serious injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was bleeding from the bifurcation of the main trunk of the pulmonary artery. The site confirmed there was no malfunction of an intuitive surgical, inc. (Isi) system, instruments, or accessories. The site confirmed the bleeding was caused by ¿incomplete lobulation and swollen and adherent of lymph nodes during the detachment process.¿ the bifurcation of a6 was judged to be difficult to continue, and thoracotomy was performed. The surgery itself was completed successfully. The estimated blood loss was about 150 ml. The surgeon stated the cause of bleeding was lobular insufficiency and swollen and adherent lymph nodes. Therefore, the blood vessel wall may have become thin after lymph node dissection. The surgeon stated that hemostasis was difficult to obtain with da vinci procedure, as a result the procedure was converted to an open procedure and was completed successfully. Hemostasis was achieved by using an unspecified stapler instrument. A blood transfusion was also rendered to the patient. There were no post-operative complications reported and it was confirmed that the patient was recovering well and was discharged.